Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure (error e218) was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: the image turned black. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image turned black was due to an internal electrical component failure in the videoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an e218 error message. The issue occurred when the scope was turned on during preparation for use. The power supply was restarted and the issue was resolved. The procedure was completed using the device. There were no reports of patient harm or injury.